Event description:
It was reported that foreign solution was observed in the bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly and on the stopper. The following information was provided by the initial reporter: "excess unknown solution was observed around the ribcage and above the rubber stopper of the syringe barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023. H6: investigation summary. One photo and 900 samples were provided by the customer. The customer complaint of foreign matter was confirmed in the photo provided, however the foreign matter could not be verified in the samples submitted by the customer. Evaluation of the photo provided shows that there looks to be a clear fluid or film between the syringe body and the stopper of the syringe. Investigation of the samples submitted did not show the same clear fluid/film between the stopper and the syringe body. A device history record review for model 8881135609 lot number 2213015864 was performed by the supplier. The device history record showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The manufacturing process was reviewed showing all process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. A root cause could not be determined because the failure was not visible in any of the samples, and the supplier did not have any records of similar issues that could identify a root cause.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is four oaks. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign solution was observed in the bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly and on the stopper. The following information was provided by the initial reporter: "excess unknown solution was observed around the ribcage and above the rubber stopper of the syringe barrel."